Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred and the procedure was completed as planned as, the shutter was unavailable only warning, but the xray was operational. The philips remote service engineer (rse) inspected the system remotely and confirmed that the shutters were unavailable, which had impact on imaging. Review of the system log file showed that excessive frontal position error indicated a potential hardware or mechanical malfunction. Upon troubleshooting, rse found that nicol collimator was jammed and need to replace collimator due to intermittent issues. The fse has sent quote for replacement service of the collimator to customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the shutters were unavailable, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.